Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pacemaker change. During the procedure, the patient experienced atrial fibrillation with subsequent rapid ventricular response. The pacemaker leads were tested and were functioning appropriately. The new pacemaker was implanted and the existing leads were connected and tested. The radiofrequency telemetry on the pacemaker then stopped working. After 20 minutes, the wireless telemetry gave out. At this time, the physician was done closing the implant pocket and stepped out of the procedure. Interrogation was attempted again using the programmer wand after which the pacemaker went into backup vvi operation. The patient was brought to the recovery area and the device was reprogrammed to normal function successfully. The patient was reported to be in stable condition post procedure.